Event description:
In 2006 - pacemaker check found abnormal pacer function due to no sensor response available from the pacemaker when in the rate response mode. St jude tech services contacted and felt this was the result of a stuck piezoelectric cyrstal and were not concerned with battery malfunction. Pt's cardiologist felt it was pts best interest to replace. Approx two months later - elective replacement of permanent pacemaker.